Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid dripping from under the coulter lh 750 hematology analyzer (lh 750). Customer reported the leak was not contained within the instrument. Customer reported that the volume of the leak was approximately 5 ml. Customer reported there was a disconnected tubing at pinch valve (vl) 46. Customer reported they reattached the tubing at pinch valve 46. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist instructed the customer to prime the diluent and reset the system. Customer reported that the lh 750 analyzer was no longer leaking after the repair.

Manufacturer narrative:
(B)(4).